Event description:
It was reported that during an unknown procedure some staples were malformed after the first firing. Changed the second one, but the staples still had same problem on the same position of the tissue. The surgeon doubted that the jaw of the device was broken. Changed new device to complete the procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The following information was requested, but unavailable: was the jaw broken? On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.